Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced no audio output. Patient did not hear any audio output, only vibrations. Patient was advised that alerts first vibrate, and then beep after 5 minutes if not acknowledged. Patient requested to keep receiver and report back. No medical intervention was required.

Manufacturer narrative:
(B)(4). Device available for evaluation: returned to manufacturer. Device evaluated by manufacturer. Complaint device was returned to dexcom and evaluated. The reported failure was not confirmed.